Event description:
It was reported that during a lap cholecystectomy procedure, clips were not secure on the duct and would fall off. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.